Event description:
A hernia mesh was implanted (B)(6) 2011. I continue getting sicker each week. Then on (B)(6) 2012, I went to the emergency room due to nausea, diarrhea, pain and difficulty breathing. I was admitted to micu of slidell memorial hospital. After running tests, had surgery for removal of colon and part of small intestines. Along with removal of hernia mesh that was rumbled up and inflamed. My condition was so critical I almost died. None of my doctors knew why my colon had died. A couple of doctors said that the mesh most likely caused the problem.